Manufacturer narrative:
Insulin pump unable to prime during the basic occlusion test due to detached end cap. Unable to verify excessive no delivery alarm and perform the occlusion test, prime and compromised forced sensor test and excessive no delivery test due to pump unable to prime. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had load reservoir issue. Customer¿s blood glucose level was 198 mg/dl. The device will return for analysis.